Manufacturer narrative:
Unit received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer¿s blood glucose level was 75 mg/dl. The insulin pump will be returned for analysis.